Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges with insulin. The customer reinserted the needle, successfully filled the cartridge to address the event, and insulin delivery was resumed. The customer's blood glucose (bg) level was 255 mg/dl and the bg level was addressed with a bolus via the pump.